Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 92024001 with an expiration date of 31-jan-2027. Calibration and qc were acceptable. Multiple abnormal aspiration alarms were observed on the date of the event, near the time the sample was processed. The field service engineer (fse) found an improperly inserted pin in the switching valve connector; this blocked the flow of the sodium hydroxide rinse mechanism. The fse locked the pin, flushed the fluidic paths, updated the consumption rates, tested the solenoid valves, and verified the operation of the detergent system primes. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned low results for multiple patient samples tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 8.5 mg/dl. The repeat result from a different c503 analyzer was 10.3 mg/dl. The repeat result was believed to be correct.